Event description:
It was reported that during a procedure, the battery was leaking a white substance. A backup was available and used to complete the procedure. There were no allegations of adverse consequences associated with this event.